Event description:
Manufacturer employee reported epidural hematoma after implantation of specify lead. Manufacturer representative reported the patient has rsd in left ankle. The lead was implanted in the usual manner via a small laminotomy at t11-t12. The patient developed a new severe backache at or near the lead site. The patient went to the hospital/ER and was taken to the or to have the lead removed; eventually the entire system was removed. The patient had developed an epidural hematoma. The doctor had difficulty evacuating all of it and/or controlling ongoing epidural bleeding. The physician eventually closed the incision over a drain to prevent further accumulation of blood in the epidural space and to prevent potential paralysis. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional information is received.